Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had been experiencing alarms from the mobile power unit (mpu) after connecting their black power cord to the mpu. This was noted that it was also caused by movement of the black power cord when connected to the mpu. Log files were submitted for review. Due to the physical damage to the black system controller lead connector, and since that patient needed to sleep on the mpu it was recommended that the system controller be replaced. The system controller was successfully changed out.

Event description:
There were no further alarms when connecting the mpu. There was no adverse patient consequences from the system controller exchange and the patient was stable.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of damage to the controller power cable and atypical alarms were unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 3 days (B)(6) 2024 per timestamp). There were no notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. The system controller was not returned for analysis and no photos were submitted of the reported damage to the black power cable; therefore, the extent of the damage was unable to be conclusively determined. Additional information provided on 15feb2024 stated that there have been no additional alarms after the controller was exchanged. There were no adverse events due to the controller exchange. No products will be returning. The root cause of the reported events was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate iii instructions for use section 2 entitled ¿system operations¿ and heartmate iii patient handbook section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.